Manufacturer narrative:
(B)(4). Date sent to FDA: 02/03/2021. H3 analysis summary: visual analysis of the returned sample determined that one an opened sample of product code 8710h was received for evaluation. The product code is double armed and on detached needle the swage and attachment area were noted to be as expected, no marks or suture remnant could be observed in the needle. The suture was not received for evaluation to determine the assignable cause. On the second needle, no defects were observed, and the functional test cannot be performed due to the suture was cut. No conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number phb946, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pull off suture needle. It was reported that the problem of pulling off suture needle had happened in unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.